Manufacturer narrative:
Philips service replaced the power supply (power supply) and tested the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a power supply failure in the m cabinet caused the system not to start on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.